Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. It looked like part of the silicone on the jaws started to peel up. They confirmed that nothing fell into the patient. They replaced the device with a new one and finished the case. There was no harm to the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Corrected section: h3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were one additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿sept 2021¿ through ¿dec 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period ¿jan 2020¿ through ¿dec 2021¿ was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 01/31/2022. An investigation was conducted on 05/02/2022. Signs of clinical use and evidence of blood was observed on the harvesting handle. The heater wire was observed to be completely flexed and bent away from the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the center of the hot jaw was observed to be peeled away, exposing the metal portion of the hot jaw. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed as well confirmed for the analyzed failure "material twisted/bent wire".